Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Additional 510(k)#s that also apply to this complaint: k160533, k161523.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system catd aspiration catheter (catd) and non-penumbra sheath. During the procedure, while attempting to advance the catd through the sheath, the proximal end of the catd kinked; therefore, they were removed. The procedure was completed using another catd and another non-penumbra sheath. There was no report of an adverse effect to the patient.